Manufacturer narrative:
A review of the device history record indicates that the order was built to specification. One wet fluidic management system was returned for this complaint. The sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample was functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification and no leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported unable to build up vacuum during quad removal mode of a right eye cataract surgery. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.